Event description:
Pt received a 3rd degree skin burn during an electrotherapy treatment. The pt was being treated with the interferential waveform for pain in the lower back. During the treatment, the pt expressed discomfort. The clinician terminated the treatment. No injury was noted. Upon a follow up visit with the clinician, the pt noted that he had received two 3rd degree burns under the application electrodes. The diameter of each burn appeared to be 3/4" in diameter.

Event description:
Pt received a 3rd degree skin burn during an electrotherapy treatment. The pt was being treated with the interferential waveform for pain in the lower back. During the treatment, the pt expressed discomfort. The clinician terminated the treatment. No injury was noted. The clinician did note that a higher intensity was used due to the pt not feeling the treatment. Upon a follow up visit with the clinician, the pt noted that he had received two burns under the application electrodes. The diameter of the each burn appeared to be 1/4" in diameter.

Manufacturer narrative:
A device eval was performed by our engineering dept. Root cause is unk because the device performed to spec and to its intended use. The engineering dept did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.

Manufacturer narrative:
A device eval was performed by our engineering dept. Root cause is unk because the device performed to spec and to its intended use. The engineering dept did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.